Manufacturer narrative:
As reported, the tip of the 6f/7f mynxgrip vascular closure device (vcd) was unable to go through the puncture site despite the non- calcified lesion. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure using a retrograde approach. The deployer is mynx certified. The product was stored and handled properly according to the instructions for use (IFU). A 6f non-cordis sheath introducer was used during the procedure. The vessel type was arterial. The device was used in the femoral artery. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was a little vessel tortuosity noted. There was no excess force applied during insertion. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the sheath or in distal end of balloon shaft after removal. The patient was not morbidly obese. Hemostasis was achieved using manual compression for a duration of 30 minutes. The patient had recovered, and the hospitalization was not extended due to the event. Other additional procedural details including patient information were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle and the sealant and advancer tube remained inside the shuttle cartridge. The procedural sheath was not returned with the device for investigation. The sealant was abutting the balloon proximal bond. The shuttle cartridge was inspected for anomalies that may have caused the sealant displacement. No anomalies were observed. However, it is unknown whether the sealant became exposed prematurely during insertion or due to subsequent user manipulation. Per functional analysis, the sheath involved in the event was not returned; therefore, an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Per microscopic analysis, the catheter¿s distal tip was slightly bent and free of damage. A product history record (phr) review of lot f1924901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath" was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The procedural sheath was not returned, and therefore a complete physical investigation could not be performed. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tip of the 6f/7f mynxgrip vascular closure device (vcd) was unable to go through the puncture site despite of the non-existence of calcified lesion. The hemostasis was achieved using manual compression with a duration of 30 minutes. The patient had recovered, and the hospitalization was not extended due to the event. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure following a retrograde approach. The deployer is a mynx certified. The product was stored and handled properly according to the instructions for use (IFU). A 6f non-cordis sheath introducer was used during the procedure. The vessel type was arterial. The device was used in the femoral artery. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was a little vessel tortuosity noted. There was no excess force applied during insertion. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the sheath or in distal end of balloon shaft after removal. The patient is not morbidly obese. Other additional procedural details including patient information were requested but were unknown. The device will be returned for evaluation.